Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Reportedly, the patient had bacteremia. The patient was treated with intravenous antibiotics. A revision was performed and the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the return date and investigation results.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Reportedly, the patient had bacteremia. The patient was treated with intravenous antibiotics. A revision was performed and the rv lead was explanted. No additional adverse patient effects were reported.